Event description:
A distributor in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that an rt265 infant dual heated evaqua2 breathing circuit had a leak. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuit was not returned to fph for investigation. An attempt was made to obtain additional information regarding the reported fault but no response was received from the distributor. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt265 infant dual heated evaqua2 breathing circuit from the distributor for investigation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our evaluation.

Event description:
A distributor in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that an rt265 infant dual heated evaqua2 breathing circuit had a leak. No patient consequence was reported.